Event description:
It was reported that that patient experienced pain and undesired sensation when the stimulator was on despite multiple reprogramming done. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were disposed by the facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 7110402/7110232.